Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings the pump's black box showed that an empty cartridge warning went unacknowledged on (B)(6) 2015 at 22:33 until the battery voltage depleted and the pump went into a "reboot" condition. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. An intermittent power event was not duplicated during investigation. There was no evidence of moisture or loose components inside the pump.